Manufacturer narrative:
Product complaint # (B)(4). Additional information requested and received: what were the indications for surgery? Retroperitoneal collection (patient had a record of colectomy due to cecum neoplasia). Please describe the condition of the patient before surgery. The surgeon said he was serious, was an elderly, malnourished, in septic shock, with perforated acute abdomen due to an opened of anastomosis staple line. Please match a color cartridge to a used anatomical structure. Surgeon used blue reloads in the small intestine loop (where the opening occurred). Patient was malnourished. Was there any problem observed with the intraoperative device to include staple formation? During surgery the stapler did not fail. Was a leak test performed? If so, what type and results. There were not leak test perform how was it determined that the patient needed a reoperation? Surgeon did not inform was the event a bleeding leak or anastomosis? Anastomosis can more information be provided on the ¿open stapling line¿? Surgeon didn't report how was the open staple line addressed? The surgeon addressed the opened staple line with a new enterectomy please provide schedule after the 2nd procedure. What was the cause of death? The cause of death was septic shock with insufficiency of multiple organs an autopsy was performed? Surgeon didn't report are operational notes available?

Manufacturer narrative:
Product complaint # (B)(4). Batch # unk. We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformance. What were the indications for surgery? Please describe the condition of patient prior to surgery. Please match color cartridge to anatomical structure used on. Was there any issue noted with device intraoperatively to include staple formation? Was a leak test performed? If so, what type and results. How was it determined that the patient needed a reoperation? Was the event a bleed or anastomotic leak? Can more information be provided on ¿staple line opened¿? How was the open staple line addressed? Please provide timeline after 2nd procedure. What was the cause of death? Was an autopsy performed? Are the operative notes available?

Event description:
It was reported that: "the anastomosis staple line opened in a serious condition patient. The patient was already in a serious condition, but had to operate again." The patient died (on an uninformed date). The first colectomy surgery happened on (B)(6) 2019, and the surgeon reopened the patient on (B)(6) 2019 in a laparotomy, and in this moment he observed the staple line opened.